Event description:
It was reported that the patient is going into a procedure and a magnet was placed over the device however, there were no beeping tones. The physician is opting to change the procedure, so they don't need a magnet. Technical services reviewed the device data and found the beeper function is turned on and incidentally found there was a high out-of-range pacing right ventricular (rv) pacing lead impedance measurement measuring, 2,600 ohms. At this time, the implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.